Event description:
It was reported that the right ventricular lead exhibited a high capture threshold of 5.5 v, 1.5 ms. Lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.